Manufacturer narrative:
H2) correction: b5 updated.

Event description:
It was also reported that the product was used during patient use. There was known patient involvement.

Event description:
It was reported that the pump exhibited an occlusion alarm and no disposable alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed a high pressure alarm and a nda alarm. A functional test was performed and the reported issue was not duplicated. It was determined that the most probable cause was due to a defective downstream and upstream sensor or cassette product. As a preventive measure, the downstream sensor was replaced and the upstream sensor was re-calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.